Event description:
During an implant procedure for an evoke spinal cord stimulation (scs) system, the patient experienced respiratory arrest. The patient¿s position was changed to supine to clear the patient¿s airway. The patient¿s respiration was restored and the procedure was completed. The patient is confirmed to be recovering following this event. A healthcare professional advised that the patient had suffered bronchitis two (2) weeks prior to the implant procedure.